Event description:
Litigation alleges that the patient suffered severe pain, disability, physical impairment, disfigurement and excessive levels of chromium and cobalt.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 5/2/2014 - medical records received. Patient revised to address acetabular loosening, soft tissue fluid collection and soft tissue reaction to metallic debris. Upon revision, cheese like tissues, metallic debris synovitis, and corrosion on the morse taper were noted. The stem remained in situ. The stem and sleeve are being added to the complaint. This complaint was updated on: 05/28/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.